Event description:
It was reported when the patient got out of bed the day prior to this report he felt no stimulation. Reprogramming was performed to try and capture the patient's leg pain and he felt a stabbing pain at his implantable neurostimulator (ins) pocket and muscle tightness at his back. The bipolar pair using contacts 0 and 8 was attempted and the patient felt stimulation down his leg. Impedance measurements were reported to be greater than 40,000 ohms. Contacts 10, 12, and 13 were out of range when tested at 0.7 volts. When tested at 3 v contacts 12 and 13 were still greater than 40k ohms and contact 10 was 6k ohms. Additional information received 8 days later reported the patient's lead had migrated down to the l1 level. It was noted the patient had used his device sparingly. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).